Manufacturer narrative:
Lot number was obtained upon receipt of subject device. Subject device was received on april 30, 2015. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A manufacturing investigation was also performed for the subject device (insertion wrench, 03.019.017). The insertion wrench has received in a disassembled condition. The scala part with hook is broken off at the welded joint. Also we found that the measuring hook has marks and nicks on the surface. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information the exact root cause cannot be determined. The microscopic observation shows remaining laser welds on both involved components showing that the weld joint was correct at the time of manufacturing. The marks at the hook surface are an indication of forcible and/ or inadequate use. A forceps or similar instrument was used on the instrument. Therefore it is probable that this device broke off due to an excessive force influence during use and the cause of failure is not due to any manufacturing non-conformances. Manufacturer identified with receipt of lot number and corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a depth gauge was found to be broken prior to the beginning of a surgical procedure. Another gauge was on hand for use during that scheduled procedure. No patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.